Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a occlusion (absence of occlusion alarm) issue. The reporter alleged that the patient had bg in the 400 range with no reported symptoms. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/07/2014 with the following findings: a review of the pump¿s history showed no occlusion alarms. The pump was able to rewind, load, and prime successfully during testing. During testing, boluses were attempted with the tubing pinched off. An occlusion alarm was emitted after the pump attempted to deliver. No other alarms occurred during investigation. The force sensor was found to be in calibration. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release.